Event description:
It was reported that the customer had high blood glucose levels of 435 mg/dl. The mother of the customer reported a motor error alarm from the insulin pump during bolus. The mother of the customer also received a no delivery alarm from the insulin pump. The father of the customer thereafter attempted to change the infusion set but reported that insulin squirted out during the prime process. The mother of the customer also reported scratches on the insulin pump specifically on the screen of the insulin pump making it difficult to read whatever is on the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No unexpected no delivery alarm was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.